Event description:
The customer reported there was an air leak from the subject device. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling from the insertion tube). There was no report of patient or user injury due to the event.

Manufacturer narrative:
Upon inspection and testing of the device, the coating on the insertion tube was found to be peeled off due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to usage stress, external factors, or handling. However, a definitive root cause could not be determined. In addition, service also found a leakage due to a damaged insertion section and leakage due to perforation of the forceps channel, both caused by external factors. There was a leak in the light guide bundle and at the light guide connector due to external factors. The bending angle was out of specification due to wear of the angulation wire, the forceps channel was collapsed and the cleaning brush could not be inserted, the control section was scratched and corroded, and the adhesive on the bending section cover was chipped. There was evidence of fluid invasion in the universal cord, grip, and plate. Multiple parts of the device were damaged and/or scratched. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022.